Manufacturer narrative:
A2 - age at time of event: 18 years or older. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified brachial vein. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during the second inflation at rated burst pressure for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient remained stable post-procedure.